Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the battery of the device depleted faster than expected. Abbott technical support was contacted and confirmed the reported event of premature battery depletion. The device is anticipated to be explanted and replaced when it reaches elective replacement indicator voltage level. The patient was in stable condition and will continue to be monitored.